Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. Although attempts have been made, the product has not been returned for evaluation. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00058, 00059. This event occurred in (B) (6).

Event description:
Allegedly, revised due to neck fracture.